Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was seen on the right ventricular (rv) lead. A possible lead fracture was suspected. It was noted that a lead integrity alert was triggered and there were episodes of non-sustained ventricular tachycardia showing lead noise and the sic (sensing integrity counter) was elevated. Thresholds were noted to be high but appeared stable. There were a few beats where rv lead was not capturing at the programmed output of four volts. The patient was admitted to the hospital and detections programmed off. The patient was then transferred to another hospital for a lead revision. No patient complications have been reported as a result of this event.